Event description:
The pt had a pump replacement and within 8 hours after discharge, developed back and abdominal spasms and increased blood pressure. The pt was seen in the emergency room in 2008, and was started on oral baclofen and intravenous valium. During the replacement procedure the pump had been primed on the back table with 0.3 ml after filling it with 2000 mcg/ml lioresal. Initially, the symptoms were felt to be related to the cap being left on the pump port during the prime, it was not felt to be a catheter problem as the catheter was "pinched" to prevent breakage while the pump was being primed. A dye study was done and nothing was found. After discussion regarding the amount of medication the catheter contained, the healthcare professional felt that some of the drug may have been lost while the catheter was "pinched". The healthcare professional opted to give a priming bolus; 0.254 ml was programmed to account for an estimated catheter length of 80-104 cm (the actual catheter length was unk as it was implanted by a different provider) plus a 50 mcg minimum therapeutic bolus over the shortest allowable time knowing that the pt may end up getting too much drug. Shortly after the priming bolus was completed the pt developed overdose-type symptoms. The following day it was reported that the pt was lethargic, flaccid and "out of it", he was awake but was having difficulty conversing. The pump was interrogated and "everything checked out okay". By the late afternoon, the pt was drastically better and doing good.